Manufacturer narrative:
(B)(4). Not implanted or explanted, nail removed & replaced. Device is not expected to be returned for manufacturer review/investigation. (B)(4) as a result, the nail was removed and replaced with a short tfna 170mm nail, which resulted in a 30 minute surgical delay. A manufacturing investigation action was conducted manufacturing location: (B)(4) , manufacturing date: 07-apr-2016, expiration date: 28-feb-2026, part #: 04.037.156s, lot#: h074403 (sterile) - 11mm/130 deg ti cann tfna 360mm/right - sterile. Raw material lot no: 9970309. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ the event as per complaint description cannot be associated with the sterility process of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a trochanteric fixation nail procedure on (B)(6) 2016. While the surgeon was inserting the tfna nail, the nail perforated the anterior cortex of the distal right femur. The nail was removed and replaced with a short tfna 170mm nail, which resulted in a 30 minute surgical delay. No harm was reported to patient as a result of the delay. The procedure was successfully completed. No product wil be returned. No additional information is avalilable. This complaint invloves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Replace: a manufacturing investigation action was conducted/performed. The report indicates that the: with: device history records review was conducted. The report indicates that the: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.